Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the adc device. The customer experienced a loss of consciousness and their spouse attempted to give them soda, but they were unable to consume and paramedics were called. The customer was diagnosed with hypoglycemia and was administered IV glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report (MFR report #2954323-2023-02376). It was determined by adc (abbott diabetes care) that the customer had additionally reported the same adverse event to adc via phonecall, on 20 dec 2022. Therefore, adc considers the manufactures awareness date to be 20 dec 2022. Section h4-device mfg date has been updated per the updated manufacturer awareness date.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported constant signal loss with the freestyle libre 2 application. Successfully received glucose alarms when using a similar configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the adc device in use with I phone 7/ ios 15.7.1. The customer experienced a loss of consciousness and their spouse attempted to give them soda, but they were unable to consume and paramedics were called. The customer was diagnosed with hypoglycemia and was administered IV glucose for treatment. There was no report of death or permanent injury associated with this event.